Event description:
It was reported, the colonovideoscope encountered an issue with air/water tube or aspiration problem and air channel blockage. The issue occurred during the middle of a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There was slight unspecified delay, after they were unable to clear the blockage, they changed the scopes and finished the procedure shortly. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the nozzle was clogged by an unknown material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material. The reprocessing steps at the material point were no deviated from the instruction manual, and no physical damage was confirmed at the point where the foreign material remained. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.